Manufacturer narrative:
Correction: h6 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. During a generator exchange, it was observed the right ventricular lead was sensing noise leading to pacing inhibition. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.